Event description:
It was reported that the cot dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was identified that the user may not have confirmed that the next adjusted height position was locked. This is a likely cause as to why the cot drop event may have occurred as the user may not have operated the device in this manner to confirm that the device had locked in the next position which allowed the device to drop once weight was applied. The user facility is retraining users of the device on proper operation.

Event description:
It was reported that the cot dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4): serviced by distributor.